Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to the defective drive train motor brake assembly air gap being out of specification. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message on (B)(6) 2018. Prior to the system error message, the archive data recorded multiple occurrences of user advisory (ua) 2 (compression tracking error), ua 17 (max motor on time exceeded), ua 45 (driveshaft not at "home" position after power-on/restart), ua 7 (discrepancy between load 1 and load 2 too large) and warning-1 low battery warning error messages. These ua error messages are unrelated to the system error message. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the drive train motor brake assembly air gap being out of normal range. As part of routine service during testing, the platform was further examined and found damaged front enclosure, the driveshaft was exhibiting binding and resistance and a load characterization check was performed and identified a defective load cells this will cause ua 7. These observations are not related to the reported event. Upon customer approval, the drive train motor, front enclosure and load cells will be replaced. The platform will be further tested to full specification. The autopulse platform is a reusable device and was manufactured on 09 oct 2007. It has exceeded its expected service life of 5 years, the device is over 10 years old. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Warning 1- low battery warning message is due to the battery being in a low power state. The ua 17 and warning 1- low battery warning message was exhibited due to the battery being in a low power state. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.